Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 3/28/53 noted during testing. However, pump error 53 alarm found in pump history, unable to determine the root cause, problem isolated to electronic assembly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed software error more than once. The customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.